Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the patient connector was losing connection could not be confirmed. Analysis of the service logs found the customer comment that the patient connector took a long time to connect was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer patient connector had difficulties with establishing connection. It was noted that the patient connector was losing connection and also took a long time to connect. It was also reported that the mobile programmer application hosting tablet had a poor touchscreen reaction. It was further reported that the mobile programmer generated a message indicating that the certificate update failed adding that the identity certificate could not be updated due to a problem with the update server. There was no patient involvement. Application version: 4.4.2 host tablet os version: 17.1.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.